Manufacturer narrative:
G2: citation: authors: fujitani, s., tsuruta, w., tomioka, a., ishigami, d., sekine, t., hosoo, h., kamiya, y., <(>&<)> matsumaru, y.. Aneurysm isolation is associated with complete occlusion of aneurysms after flow diverter treatment. Clinical neuroradiology: official journal of the german, aus 4 2023. Doi:10.1007/s00062-023-01312-z earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fujitani s, tsuruta w, tomioka a, et al. Aneurysm isolation is associated with complete occlusion of aneurysms after flow diverter t reatment. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology. 2023;33(4):1087-1093. Doi:10.1007/s00062-023-01312-z medtronic literature review found a report of residual aneurysm and malapposion in association with the pipeline stent. The purpose of this article was to propose that aneurysm isolation (i.e., the complete disconnection of the aneurysm from surrounding vessels) might be a possible factor facilitating aneurysm occlusion. This study aimed to determine if aneurysm isolation was a factor associated with aneurysm occlusion after flow diverter (fd) treatment. A retrospective analysis of consecutive elective fd treatments at a single institution between october 2014 and april 2021 identified 80 ica (internal carotid artery) aneurysms treated with fds in 72 patients. Both untreated and recurrent aneurysms were analyzed. Patients were divided into two groups: those with completely occluded aneurysms (co) and those with incompletely occluded aneurysms (non-co) at 12 months postoperatively. Seventy-four (92.5%) of fds used were peds. The following technical issues and intra- or post-procedural outcomes were noted: -percutaneous transluminal angioplasty (pta) was performed for stent malapposition, using a transform occlusion balloon catheter (stryker). Pta was performed at the distal end in one illustrated case. -the 12-month follow-up for one patient showed the aneurysm nearly unchanged, and a review of the cbct during treatment revealed a link remaining between the aneurysm and the pcoma due to malapposition. The patient underwent deployment of an overlapping ped. The 12-month follow-up after the second treatment revealed that the aneurysm still had not occluded completely, even though the sac had substantially diminished. -at the 12-month follow-up for another patient, the aneurysm dome remained visible, despite having diminished in size. A review of the cbct at the time of treatment revealed stent malapposition at the orifice of the ophthalmic artery, resulting in a connection between the branch and the aneurysm. Subsequent follow-up confirmed the aneurysm to be shrinking, albeit not achieving complete occlusion. -complete occlusion was achieved in 57 of 80 aneurysms (71%). Ped was used in 55 of the 57. There were 19 aneurysms that were incompletely occluded where peds were used.

Manufacturer narrative:
Correction to h6 coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.